Manufacturer narrative:
(B)(4). It was reported that the patient passed away on an unreported date in (B)(6) 2010. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. There was no non-conforming product identified that would cause or contribute to the reported problem of patient passing away. A review of the service history revealed no previous service events that would cause or contribute to the reported issue. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis patient who passed away. The cause of death was unknown. It was unknown if the patient was hospitalized prior to passing away and it not reported if an autopsy was performed. It was not reported if therapy was ongoing at the time of death. No additional information is available at this time.